Manufacturer narrative:
A commanded shock was done then which resulted in shock impedance within normal limits. It appeared that noise was the issue, but the source of noise still could not be located. The physician elected to keep the secondary acute device in service and closed the pocket. The chronic device (for which there was no allegation) was to be returned along with the acute initially attempted ICD. The physician did not request analysis, despite these clinical observations. There were no reported adverse patient effects. There was no allegation against this associated defibrillation lead.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the initially attempted acute implantable cardioverter defibrillator (ICD) did exhibit out-of-range shock impedance measurements during implant testing. Even when all emi producing sources, including the electrocautery and automatic external defibrillator (AED) machines were turned off, there were still occasional greater than 125 ohms shock impedance readings. As part of troubleshooting, this defibrillation lead was re-connected to the chronic device at which time all impedances were within normal limits. However, once re-connected to the acute ICD, there was intermittent greater than 125 ohms impedances, and noise. An acute ICD of the same model was subsequently attempted during which there was still greater than 125 ohms shock impedance intermittently and noise. The chronic device was re-connected then--which again demonstrated impedances within normal limits once again. The acute ICD of the same model as the initially attempted acute device was then re-connected and again there was the intermittent out-of-range shock impedance and noise intermittently.